Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to infection. No new device was implanted. The return status of the device is unknown. No adverse patient effects were reported.